Manufacturer narrative:
The investigation is ongoing, however if any additional relevant information is identified following the completion of the investigation, the additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.

Event description:
Baxter received a report that operating table trusystem7500 had the adapter for head positioning detached. There was no patient/user injury, medical intervention, symptom, or adverse event reported